Event description:
Part of one stayed inside me for a whole day - tampon [foreign body in reproductive tract]. Part of (tampon) stayed inside [device breakage]. Consumer stated on social media that part of the tampon stayed inside her for a whole day. No serious injury was reported.